Event description:
It was reported that the user experienced a cartridge alarm during loading. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed the need to replace the pump, which was under warranty, and arranged for its return and replacement, although the customer declined to share their backup therapy details.